Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported condition. The gui printed circuit board (pcb) was replaced. The ventilator passed all tests.

Event description:
It was reported that the ventilator graphical user interface (gui) display was erratic. The ventilator was not on a patient at the time of the event.